Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The rv lead was revised and no capture was observed on rv lead. The rv lead was explanted and replaced. No capture was also observed on the rv lead again. The physician suspected the problem was with the ipg header or set-screw on the ipg and "clicking" noise was observed and as already reported the ipg was explanted and replaced.the rv lead remains in use.